Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the distal shaft portion of a zelante thrombectomy system with a guidewire inside the lumen. The shaft, hypotube, and tip were visually and microscopically inspected. Inspection of the device revealed that only approximately 13.5cm of the distal portion of the device, including the tip and markerbands, were returned. The outer shaft and inner lumen were perforated and damaged, 8.5cm - 9cm distal of the proximal end of the separation. Majority of the inner wire lumen was buckled. The hypotube was detached 2.5cm proximal of the separation to 9cm distal of the proximal end of the separation. The hypotube had numerous kinks and was damaged at the separated ends. The tip was damaged. An attempt to remove the complaint device from the wire was unsuccessful due to the damage to the device. The retuned guidewire was measured using a calibrated laser micrometer and was confirmed to be a .035" wire.

Event description:
Reportable based on device analysis completed on 06-dec-2019. The angiojet zelantedvt catheter was returned with no reported allegations. However, device analysis revealed that the device was separated and stuck on the wire.